Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery in (B)(6) 2019(date not reported) converted from connect to attract. It was reported in (B)(6) 2019, the baha device is activated and the patient is doing well.